Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a few days post-implant, this patient received a shock due to noise oversensing. Boston scientific technical services (ts) reviewed the data and indicated this was likely a result of an unintended damaged seal plug or an unintended marginally loose set screw. Ts recommended to follow-up with the patient after a few months as these situations resolve on their own. No adverse patient effects were reported.